Manufacturer narrative:
Philips service identified a contact problem inside the wireless foot switch. The problem was corrected, and the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch channel switch failed, and a wired footswitch was used on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.